Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of her device") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), device breakage ("portion of the right coil broke off"), device expulsion ("portion of the right coil expelled"), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), migraine ("migraines") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the device dislocation, device breakage, device expulsion, dysmenorrhoea, abdominal pain lower, back pain and migraine outcome was unknown and the procedural pain outcome was unknown. The reporter considered device dislocation, device breakage, device expulsion, dysmenorrhoea, abdominal pain lower, back pain, migraine and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms were mostly resolved (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: hysterosalpingogram result was not provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of her device (device dislocation). It was also reported that a portion of right coil broke off and was expelled. Plaintiff underwent a salpingectomy four months after essure insertion. All events are anticipated in the reference safety information for essure. All events may occur during essure therapy. The exact time point and mechanism of device dislocation/breakage are not known, however, considering the events' nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of her device"), device breakage ("portion of the right coil broke off") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. B53659 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity in (B)(6) 2015. Previously administered products included for an unreported indication: oral contraceptive nos. Family history included breast cancer (maternal grandmother) and ovarian cancer (mother). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device expulsion ("portion of the right coil expelled"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), migraine ("migraines"), procedural pain ("painful post-operative recovery") and headache ("headaches"). The patient was treated with surgery (salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown and the device breakage, genital haemorrhage, device expulsion, dysmenorrhoea, abdominal pain lower, back pain, migraine and headache had resolved. The reporter considered abdominal pain lower, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, migraine and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms were mostly resolved (unspecified). Mr- right - 6 coils,left- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: not provided (B)(6) 2015: hysterosalpingogram : unilateral occlusion (left tube occluded), breakage of essure device. And healthcare provider told that about results: left tube was occluded, but right tube had only a portion of essure coil, as half of the coil fell out prior to hsg. Quality-safety evaluation of ptc: unconfirmed quality defect, but plausible. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality department confirmed lot number is invalid - no update of ptc investigation will be performed. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of her device"), device breakage ("portion of the right coil broke off") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. B53659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity in (B)(6) 2015. Previously administered products included for an unreported indication: oral contraceptive nos. Family history included breast cancer (maternal grandmother) and ovarian cancer (mother). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device expulsion ("portion of the right coil expelled"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), migraine ("migraines"), procedural pain ("painful post-operative recovery") and headache ("headaches"). The patient was treated with surgery (salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown and the device breakage, genital haemorrhage, device expulsion, dysmenorrhoea, abdominal pain lower, back pain, migraine and headache had resolved. The reporter considered abdominal pain lower, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, migraine and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms were mostly resolved (unspecified). Mr- right - 6 coils,left- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: not provided (B)(6) 2015: hysterosalpingogram : unilateral occlusion (left tube occluded), breakage of essure device. And healthcare provider told that about results: left tube was occluded, but right tube had only a portion of essure coil, as half of the coil fell out prior to hsg. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (general), headaches", lot number, patient information added from pfs.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On (B)(6) 2018: reporter, family history added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of her device (device dislocation). It was also reported that a portion of right coil broke off and was expelled. Plaintiff underwent a salpingectomy four months after essure insertion. All events are anticipated in the reference safety information for essure. All events may occur during essure therapy. The exact time point and mechanism of device dislocation/breakage are not known, however, considering the events' nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.